Event description:
Patient reported obtaining back-to-back blood glucose results, of 125 mg/dl on a professional meter and around 300 mg/dl on the advantage test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received based upon these results. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Replacement product was shipped, but the customer no longer has the strips used for the back-to-back blood glucose results.